Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that the tip of the cannula was kinked. The patient was undergoing a radiofrequency ablation procedure. A 2.0/17/15 leveen¿ superslim¿ was selected for use. When they were attempting to puncture the tissue, the tip of the cannula became kinked. The procedure was completed with another of the same device. No patient complications were reported and the patient¿s status is good.

Manufacturer narrative:
Device evaluated by manufacturer: the electrode was returned. An examination of the electrode found the array to be fully retracted. No residues were found on the device. The cannula of the electrode was bent. During the evaluation the array was extended and retracted without resistance. The array extended fully. Additionally the tines were evenly spaced. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that the tip of the cannula was kinked. The patient was undergoing a radiofrequency ablation procedure. A 2.0/17/15 leveen superslim was selected for use. When they were attempting to puncture the tissue, the tip of the cannula became kinked. The procedure was completed with another of the same device. No patient complications were reported and the patient¿s status is good.